Event description:
It was reported that the patient underwent a surgical procedure involving an inflatable penile prosthesis (ipp) in which all the components were removed, replaced and discarded. During the procedure loss of fluid was identified. The patient was said to be good after the procedure. It was further reported that during the procedure a hole was found in the reservoir. The patient had this issue for about three months leading to the procedure. The patient did not experience any adverse events. No more information available through physician. Should additional information become available, it will be provided.